Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead showed noise. There was no inappropriate delivery of therapy due to the noise, but the noise initiated short, non-sustained episodes. Pacing impedance was low. The physician chose to explant this lead. During the procedure, before the lead was explanted, the insulation was found to be damaged. During the procedure, the lead was also damaged. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed what appears to be explant-induced damage but also insulation damage in the area 315-325 mm from the terminal pin. Detailed analysis of this site found trilumen webbing insulation damage through to all three lumens as well as surface-only abrasions. The insulation specific to the rs- conductor coil appears abraded and/or torn, the insulation specific to the proximal high voltage conductor coil appears abraded and/or torn, and the insulation specific to the distal high voltage conductor coil appears intact. Electrical testing verified that the lead was electrically continuous; however, due to the above-described insulation damage, the inner conductor coils were in contact with one another. Microscopic analysis of the insulation damage indicated it was likely initiated by localized compressive stress. Based upon the area of damage, the most likely root cause is clavicular/first rib entrapment.